Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
Siemens has become aware of a malfunction with the artis zee biplane system. It was reported that the system rebooted during a clinical procedure. No other information is known at this time. There is no report of impact to the state of health of any patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The problem was identified as a software error of the ias (image acquisition system). In the event of an ias error, the system remains operational in regards to the procedure and fluoro and acquisition are still possible without limitation. Further investigation showed a defective copra/aaq board within the image acquisition system which caused sporadic boot problems. The board was replaced and the issue did not recur.